Event description:
The report stated that during a vaginal hysterectomy, the jaws of the ligasure impact locked shut after a sealing and dissection of tissue. The pt's tissue released from the jaws and the device was removed from the pt. It was found that the integrated cutter was exposed. It was reported that the surgeon would close the device outside the body, then rotate the jaws, then reopen the jaws and grasp tissue to seal. There was no pt injury. The covidien lp sales rep was present at the procedure and corrected the surgeon's technique. Another ligasure impact was opened and the surgery was completed successfully with this device.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been rec'd for eval. If the sample is rec'd a f/u report will be submitted. Turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Prod damage may occur. The jaws may lock in the closed position".